Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose level was 72 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Troubleshooting was performed. Cleared the alarm and the customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer stated she was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No motor error alarm noted. Motor passed motor test. The device was received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.